Event description:
It was reported that low impedance was observed on the lead during implant. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.